Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump will not rewind and prime. The blood glucose was 340 mg/dl at the time of the incident. Customer also received with no delivery alarm on insulin pump. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited and pump alarmed no delivery. Customer was not able to troubleshoot the no delivery alarm and not able to troubleshoot the high blood glucose due to pump not rewinding and not working. The device will not be returned for analysis.